Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The reported issue was evaluated by medtronic personnel via phone call with the site. The reported issue was resolved by starting up the imaging system with the viewing station of the imaging system disconnected from the imaging system. The system then functioned as designed.

Event description:
A site representative reported that, when starting up the imaging system, the imaging system displayed "standalone mode" and would not progress the prompt. The site restarted the system multiple times without resolution. There was no patient present when this issue was identified. No additional information was provided.